Event description:
Dr. (B)(6) implant surgeon of the hospital reported to our sales rep (B)(6) that a pt came in with pain. The surgeon took some x-rays and observed that there was a rod dislocation c2. Because of laxing and dislocating of the rod the pt get a paraplegia.

Manufacturer narrative:
Report is filed on blocker, rod is also involved but no evidence that it malfunctioned. Will be evaluated and if found to have malfunctioned, a separate report will be filed at that time. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.